Manufacturer narrative:
Heartsine evaluated the customer's device and verified the reported issue. Heartsine determined that the cause of the reported issue was due to user error as the user incorrectly seated the device's pad-pak. The device was retained by heartsine.

Event description:
A distributor contacted heartsine to report that the customer's device unexpectedly powered off during a patient event. The patient involved in the reported event is deceased.

Event description:
A distributor contacted heartsine to report that the customers device unexpectedly powered off during a patient event. The patient involved in the reported event is deceased.

Manufacturer narrative:
Heartsine contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.